Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after the customer bathed with the pump. Customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 157 mg/dl. Reportedly, the customer was able to load a new cartridge, ultimately clear the alarm, and resume insulin therapy.